Event description:
The ethicon eschelon stapler misfired. The provider had it clamped on the right renal artery and vein, it fired at 95% but then froze and wouldn't release, he had to manually release it. A new stapler was used for the remainder of the case. FDA safety report ID# (B)(4).